Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump alarmed no delivery 2 weeks prior to the event. The blood glucose reading was 333 mg/dl. The customer stated that she had been hospitalized twice, once for an infection, and another time due to high blood glucose. The sensor glucose reading was in the 200 mg/dl range when she actually had blood glucose reading over 300 mg/dl. She complained of chest pains and nausea. Upon admission, she was treated with an insulin drip. She was wearing the insulin pump at the time of the event and changed her infusion set; she stated that she did not receive any no delivery alarms. She stated that the intravenous insulin helped her blood glucose, but her blood glucose reading was in the 400 mg/dl range the next morning. She was advised to call for troubleshooting assistance for any future issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-10677.